Event description:
The pump was returned for investigation. Investigation revealed that the up arrow and contrast keypad buttons were intermittently responsive and required multiple hard presses to elicit a response. There was contamination found under all button key contacts. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: there was no damage found to the keypad. Investigation revealed that the up arrow and contrast keypad buttons were intermittently responsive and required multiple hard presses to elicit a response. The contrast button has no affect on insulin delivery function. There was contamination found under all button key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.